Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Based on the patients body surface area, the indexed effected orifice area was calculated which indicated that a slight patient prosthesis mismatch may have contributed to the reported clinical observations. The analysis of the returned valve noted that the valve was slightly distorted, which is consistent with the clinical observation of ovalization of the valve, this is possibly caused by an oversizing issue. (B)(4).

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, the valve appeared slightly distorted. All leaflets were stiff due to host tissue on the inflow and outflow except where host tissue did not extend on the lunula of the right cusp. The free margin of the non-coronary cusp appeared folded back and adhered to the host tissue on the outflow. All commissures appeared intact. Pannus remained attached to the sewing ring on the inflow adjacent to the non-coronary left inferior coaptive area, to the tissue and base stitching and inflow margin of attachment along all cusps, into all inferior coaptive areas, and 1 to 4.5 mm onto all cusps reducing the inflow orifice area. Remnants of pannus remained attached to the top of the right non-coronary stent post and sewing ring on the outflow adjacent to the left and right cusps. A trace of pannus was observed on the top of the left right stent post. An unknown amount of pannus appeared to have been removed on the inflow and outflow during explant. Tan to brown thrombotic appearing host tissue filled and stiffened all cusps on the outflow. Radiography showed no evidence of mineralization in the valve and/or host tissue. Conclusion: reduced performance of the valve is attributed to host tissue overgrowth. This finding is generally considered a patient related condition. The device history review and further investigation is still in process, upon completion a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that 40 months post implant of this bioprosthetic valve, the valve was explanted due to clotting, ovalization of the valve, possibly caused by an oversizing issue. The valve was noted to have severe aortic regurgitation with stenosis, calcification, pannus and thrombus. The valve was replaced with a mechanical heart valve with no adverse patient effects reported. The valve will be returned for analysis. The patient's body surface area is 2.35, height is 180 cm or 5'11'' and weight is 116kg or 257 lbs. Echo over read performed by a third party indicated moderately increased gradients and trace aortic regurgitation. The findings suggested prosthesis-patient mismatch was a likely contributing cause to the elevated gradients. Severe aortic regurgitation, distortion and thrombosis of the valve were not supported by the echocardiographic images.